Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the scope socket failed due to repeated use for a long period of time, or that the scope socket failed due to the user connecting the scope with a strong force and giving an impact.

Manufacturer narrative:
The clv-190 with serial (B)(4) was returned to the service center for evaluation. The customer¿s complaint of ¿lost connection during procedure; error connection¿ was confirmed due to faulty scope socket. The unit has an intermittent b30. When the scope is attached is displays an image but when the scope is moved slightly, the image goes away and displays the b30 error. In addition we found the lamp life is over 500 hours. Minor cosmetic wear and tear.

Event description:
The service center was informed that the video system prompted a connection error during an unspecified procedure. It is unknown if the intended procedure was completed. There was no patient injury reported.